Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator dc status led did not light up when the vent was powered on. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire failure analysis found that on/ off and dc leds did not illuminate due to damaged traces. Dc status led operated normally.